Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported this pacemaker exhibited oversensing of noise from electromagnetic interference (emi) , that resulted in a false signal artifact monitor (sam) episode with the disable of the minute ventilation (mv) sensor. Programming enhancements were discussed. This device remains in service. No adverse patient effects were reported.